Event description:
An attempt was made to advance a 4.0mm diameter x 30mm length driver spring rapid exchange (rx) to a calcified lesion in the proximal rca after several pre-dilatation. Resistance was encountered during the attempted delivery and it was confirmed that 70% stenosis/calcification remained after pre-dilatation activities. When the device was removed from the patient, it was noted that the distal end of the stent was damaged. It was confirmed that the device was inspected prior to use. Another brand of stent was used to complete the procedure. No additional clinical sequelae were reported. Please note that this device (B)(6) is distributed outside the united states; however, it is similar to the united states distributed product (B)(6).

Manufacturer narrative:
(B)(4): results and evaluation: (70% stenosis).